Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2022 the patient developed ventricular tachycardia (vt). The patient did not experience any symptoms related to the arrhythmia, and it has since resolved. On (B)(6) 2022, the patient developed sepsis and was treated with antibiotics. On (B)(6) 2022, the patient developed anemia. The bleeding was a result of the implant procedure and was resolved with one unit of packed red blood cells (prbcs). On (B)(6) 2022 blood cultures were taken and came back negative. The patient was sent home on flagyl (metronidazole).

Event description:
Additional information was reported that the patient also developed atrial fibrillation on (B)(6) 2022.

Manufacturer narrative:
Section b5: additional information regarding event details. Section h6: updated codes. Manufacturer's investigation conclusion: the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 lists sepsis, infection, cardiac arrhythmia, and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection and cardiac arrhythmia as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (infection, sepsis, bleeding, and cardiac arrhythmia) cannot be conclusively determined through this evaluation. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(6), on (B)(6) 2022. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events (infection, sepsis, bleeding, and cardiac arrhythmia) cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU), contains the following information: section 1 lists sepsis, infection, cardiac arrhythmia, and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 lists infection and cardiac arrhythmia as potential late post-implant complications that may be associated with the use of heartmate 3 lvas. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.